Manufacturer narrative:
This report is being submitted to relay corrected information. It was previously reported incorrectly that the device was not returned to the manufacturer. The device was returned to the manufacturer on 18 feb 2021. The following sections are being reported: b4: date of this report was updated. D9: device available was corrected. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H10: narrative/data was updated.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to relay corrected information. The UDI number had previously been reported incorrectly and have now been corrected to (B)(4). The following sections are being reported: b4: date of this report was updated. D4: unique identifier (UDI) number was corrected. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H10: narrative/data was updated.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
Zimmer biomet (B)(4). Additional 510(k) numbers are k011028 and k013227. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
Doctor reports that the tsvwb8 implant had to be removed due to infection. Pain is reported as a symptom.